Event description:
The customer reported to olympus that this camera head was not recognized. In addition, blurred picture, "snow" on the monitor was observed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned and evaluated. Olympus was not able to confirm the reported failure, however, found that the buttons were worn out. There is no damage on the camera head identified resulting in a bad image quality. Olympus assume that the problem the customer experienced was caused by dried reprocessing liquid on the connector contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that this camera head was not recognized. In addition, blurred picture, "snow" on the monitor was observed. There were no reports of patient or user harm associated with this event.